Manufacturer narrative:
Additional information was requested and the following was obtained: does the surgeon believe there was undue force on the incision? No, normal conditions. Where did the suture break, was it in the middle or towards the end, did any of the suture passes hold? Lower third of the suture. Please clarify the event,¿suture breakage. The suture did not hold the fascia ¿was the suture found broken during the post op examination? We found broken with clear rupture and to ruptured ends and a suture break of about 3cm in the fascia (lower third of suture as stated above). Was the suture pulled away from the tissue? No. The patient demographic info: age, gender, weight, bmi at the time of index procedure? (B)(6) years, female, (B)(6) kg, (B)(6) cm, 2 hours. Date and name of index surgical procedure? (B)(6) 2017, spinal decompression l4/5 + tlif l4/5 + dorsal spondylodesis l3-5. The diagnosis and indication for the index surgical procedure? Chronic pseudoradicular pain-syndrome with claudication spinalis in high grade osteochondrosis and spondylarthrosis with kyphosis and absolute spinal canal stenosis l4/5 after tlif l3/4 2013. Other relevant patient history/concomitant medications. No. What tissue location of the placement of suture? Fascia lower back muscles. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal to fragile. Was there any precipitating stress factor for the sutures breakage or pulling out of the tissue? No. Was the suture reprocessed (ie. Re-sterilized) before use? No. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Nothing. What is physician¿s opinion as to the etiology of or contributing factors to this event? No idea. What device was used during re-operation? Vicryl usp1. What is the patient current status? Fine, without any wound healing problems. File updated accordingly.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the event, ¿suture breakage. The suture die not hold the fascia ¿ was the suture found broken during the post op examination? Or was the suture pulled away from the tissue? Lot number. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure. Date when the suture was found broken. Why was the patient re-opened? Other relevant patient history/concomitant medications. What tissue location of the placement of suture? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was there any precipitating stress factor for the sutures breakage or pulling out of the tissue? Was the suture reprocessed (ie. Re-sterilized) before use? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What is physician¿s opinion as to the etiology of or contributing factors to this event? What device was used during re-operation? What is the patient current status?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the barbed suture was used. After the procedure, suture breakage occurred. It was also reported that the suture did not hold the fascia and it was opened. The patient underwent a re-operation. Additional information has been requested.